Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on programmed parameters and device usage, a longevity calculation was performed and found to be outside normal limits. No high current drain sources were found during bench, automated electrical, temperature, and humidity testing. The battery was sent to the vendor for further analysis. An internal battery anomaly was found to cause the premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Event description:
It was reported that the device reached eri prematurely. The device was explanted and replaced.